Event description:
The customer reported that insulin pump therapy had been wonderful for her and her blood glucose would run in the 400 mg/dl to 499 mg/dl range, but now it was 113 mg/dl, she had energy and was not tired like before. The customer did not specify when the higher blood glucose range was occurring. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.